Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous admission for bleeding and anemia is covered in MFR report #2916596-2021-05945. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted for gastrointestinal bleeding and anemia. The patient was treated with a blood transfusion. Anemia was detected by labwork. The patient had a esophagogastroduodenoscopy (egd) on (B)(6) 2021 and had their hemoclip replaced proximal to their previous clip. The oozing of blood stopped with argon plasma coagulation. The patient was discharged on (B)(6) 2021.